Event description:
The manufacturer received information regarding a dreamstation device. The patient alleges that the device stopped working and the part on the back of the machine where the power cord connects looks burnt. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This report is being submitted for the allegation of the burned power cord connector. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.